Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 38mm synergy ii drug-eluting coronary stent, it was noted that the stent edge was flared. No patient complications were reported.